Event description:
The patient called lifescan and alleged that their meter was prompting an error 5 message. The patient reported an event that occurred a few days prior to calling lfs. In the evening at 8:00 p.m., the patient tested prior to dinner and obtained a result of 75 mg/dl. They took their 8 units of humalog and stated that they had problems with their injection (they did not specify what the problem was). They ate dinner, which consisted of noodles, bread, an apple, and fruit juice. At 11:00 p.m. That evening, they took their set amount of 21 units of lantus. Fifteen minutes later they tested their blood glucose and the meter read 42 mg/dl. They drank 2 glasses of fruit juice and went to sleep. At approximately 2:00 a.m., the patient's family member found them awake but confused. They called the paramedics. When they arrived, they attempted to test the patient but were obtaining an error 5 message on the meter. They gave the patient jam and fruit juice and called a physician. The physician arrived about 2 hours later and tested the patient's blood glucose; the result was 350 mg/dl. The patient was not taken to the hospital. The patient was already symptomatic at the time of testing and the patient was treated appropriately. A replacement meter has been sent to the patient.